Event description:
Adverse event.

Manufacturer narrative:
(B)(4). Two add'l components were listed on the user facility's medwatch 3500a as having been revised. This is the same event as 1043534-2008-00243, 00244, 00245, 00246, 00247, and 00249.